Manufacturer narrative:
Device code 2017 - above rated burst pressure g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a 50% stenosed lesion at the proximal circumflex artery. A 4.0 x 15 mm nc trek balloon dilatation catheter (bdc) was inflated to 24 atmospheres twice during 30 seconds. The bdc deflated; however, resistance with the guiding catheter was felt during removal of the bdc. The bdc and guiding catheter were removed together. There was no reported clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. Visual and functional inspections were performed on the returned device. The reported difficulty removing the device from the guiding catheter was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters, nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guiding catheter. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.